Event description:
Tip of wire seemed to partially separate from shaft of wire, after wire was in patient for several minutes crossing a calcified lesion

Event description:
Tip of wire seemed to partially separate from shaft of wire, after wire was in patient for several minutes crossing a calcified lesion.